Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave blood detect message. The unit alarmed for the reported malfunction. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to confirm the reported issue. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10. Fse observed blood inside the unit. So, in order to solve the issue, the fse replaced the following contaminated parts: safety disk (0997-00-0985-01), condensate removal module (0997-00-0986-01), tubing assembly blood detect (0008-00-0312), purge valve assembly (0104-00-0026). The unit was then released for clinical use.

Event description:
N/a.